Event description:
A physician reported who was treated in the upper lip on june 1998. On 18 june 1998, the physician noted immediate blanching followed by darkness and light pain at the left upper lip. On 19 june 1998, the physician prescribed oral paracetamol for pain, a topical antibiotic cream, and an anesthetic cream. The pt subsequently developed necrosis at the left upper lip and painful inflammation of the oral mucosa. Topical socoseryl dental was applied on the mucosa, and fucidine (topical antibiotic/corticoid) was also prescribed. The symptoms were considered by the physician product related.